Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 15-mar-2012, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via an device manufacturer representative regarding a patient receiving baclofen (20 mcg/ml, 2.5 mcg/day) and morphine (2 mg/ml, .26 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and other chronic/intract pain (trunk/limbs). Patient's medical history was chronic pain. It was reported that the patient stopped getting relief from her device approximately one year ago and she believed the drug in her pump was changed at the time from dilaudid to current drugs. Catheter dye study was performed on (B)(6) 2018. The healthcare provider (hcp) stated that flow from the catheter was slow when they aspirated the catheter. When they injected the dye, the dye initially had restricted flow that was only flowing downward. After 2-3 seconds, the dye began to flow in both directions (upward and downward). The hcp aspirated the catheter again and stated that the flow was much faster. According to the hcp, the cause of this event is that a capsule of scar tissue was enveloping the tip of the catheter in the epidural space, preventing flow of the medication and blocking the fluid outlet holes. The force of the dye being pushed through the catheter dislodged the capsule, allowing for proper flow of the drug. Per hcp, the capsule would have turned into a granuloma over time. There was no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and patient status was alive with no injury. No further complication was reported.